Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient reported experiencing numerous continuous urinary tract infections since 2019 and three surgeries since 2021 to treat vesical erosions. For about 10 years, the patient experienced unbearable pain during vaginal penetration (medical examinations or intimate relationships) and suspended love life. Since 2021, pelvic fascio-muscular pain syndrome and fatigue. The patient recently had a 3rd transvesical surgery by laparotomy to extract a bladder erosion of the strip above the bladder neck on the left wall of the bladder. Post-operative pain ++, fatigue, urinary incontinence increased by the 3 surgeries already undergone. Recognition of an long term illnesses since (B)(6) 2022. Impacts on the patient's professional activity, numerous sick leaves, part-time therapy for a year, currently in split long sick leave. The patient further reported that her personal, social and love life have been impacted. No further information is available as the details were reported anonymously.